Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that rust like particles from the o-ring inter block were found area when cleaned with a swab. The issue was discovered during clinical engineering's preventative maintenance month. The device had, prior to being checked for preventative maintenance, been used on patients. From our knowledge, no one was injured or harmed by the device malfunction.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found a rust contaminated pump, heater and interlock block, a cracked lcd and tank cover, bent prongs on the line cord, and a contaminated pole clamp. During the functional testing, the customer reported problem was able to be confirmed as rust was found in the heater and interlock block. The pump, heater, drain fitting and interlock block were replaced, along with the pcb, drain fitting, tank cover, line cord and pole clamp. The cause of the issue was through to be the suspected use of a non-approved additive. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.